Manufacturer narrative:
(B)(4): mesh not grown in. Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a hernia repair procedure on an unknown date and mesh was used. The mesh had to be removed after three months as it had not grown in. Additional information was requested.

Manufacturer narrative:
Hernia recurred. It was reported that the procedure was a primary ventral hernia repair procedure and the mesh was placed intraperitoneally. The reason for the reoperation was a recurrent hernia. The surgeon opines that the suture disappeared so fast that the mesh was not able to grow in.